Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 63-year-old patient needing mechanical circulatory support. It was reported that the impella cp was repositioned due to the patient having hemolysis. The impella cp was repositioned, which alleviated the patient¿s bleeding at the access site. No blood products were required. The patient was weaned and the impella cp was explanted.

Manufacturer narrative:
This complaint has been identified as a part of retrospective review. Due to limited clinical information and lack of available data/product, the root cause of this investigation is not determined. B1 product problem was inadvertently omitted on the initial manufacturer device report number 1220648-2024-08544. B2 death and date of death was inadvertently omitted on the initial manufacturer device report number 1220648-2024-08544. B5 patient outcome was inadvertently omitted on the initial manufacturer device report number 1220648-2024-08544. D6a and d6b revised from the initial manufacturer device report 1220648-2024-08544 in accordance with updated procedures. E4 should have been left blank on the initial manufacturer device report number 1220648-2024-08544 as it is unknown if the initial reporter also sent the report to the food and drug administration. F6/f8-should have been left blank on the initial manufacturer device report number 1220648-2024-08544 in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report 1220648-2024-08544 in accordance with updated procedures. G1 reporting contact fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2024-08544. H1 type of report was erroneously entered on the initial manufacturer device report number 1220648-2024-08544. H6 health effect - clinical code 1888, health effect - impact code 1802, and medical device problem code 3009 was inadvertently omitted on the initial manufacturer device report number 1220648-2024-08544. H6 medical device problem code 2993 was erroneously entered on the initial manufacturer device report number 1220648-2024-08544. H6 component code revised from the initial submission in accordance with updated procedures.

Event description:
It was reported that shortly after the impella cp was explanted the patient decompensated and expired. It is unknown if the use of the impella was related to patient death, thus there is not enough evidence to exclude impella as an associated factor in the patient's outcome.